Event description:
The main body endovasular graft was introduced via the right femoral artery. The main body graft and iliac leg grafts were deployed without any noted complications. Post angiogram revealed what appeared to be a mild dissection of the right external iliac artery just below the landing zone of the iliac leg graft. Another MFR's stent was deployed at the site of the dissection in order to prevent further trauma to the vessel. Final angiogram showed an effective result of the aaa repair with no visible signs of an endoleak.